Event description:
A meter to hcp meter blood glucose comparison test was made with the surestep meter reading 260 mg/dl and the hcp meter reading 360 mg/dl. Both tests were fasting and about 15-20 minutes apart. Rptr did not have any symptoms.